Manufacturer narrative:
Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed during treatment with one unit of polyflux 170h. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H3: the actual sample was not available however, two pictures were provided for investigation. The visual inspection of the two provided photos showed in photo one the rinsed product after treatment with the product label visible. Photo two showed the product during treatment with visible water drops in the header area. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.